Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline had been resheathed 2 times in an attempt to open the device. It was presumed that the cause of the failure to open was that the diameter of the pipeline was large compared to the diameter of the blood vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline stent had deployment failure in the distal stent region. As per the package insert, preparations were made in advance and deployment from the middle cerebral artery was attempted due to the relationship between the distal landing length, however, the gap between the diameter of the blood vessel and the diameter of the pipeline device in the middle cerebral artery was large, resulting in deployment failure. Resheath was performed twice, but the distal dislodgement was not resolved. The device diameter was changed to a smaller size and the deployment was completed without any problems. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed 2 or less times. The pipeline was resheathed and removed from the patient's body with the microcatheter. The device was prepared according to the package insert. The patient was being treated for a saccular, unruptured aneurysm in the right internal carotid oph branch. The max diameter was 9.3mm and the neck diameter was 5.2mm. The distal blood vessel landing zone was 2.4mm and the proximal landing zone was 4.6mm. Vessel tortuosity was strong. No patient symptoms or complications were reported.